Event description:
A 3 x 40 mm angiosculpt device advanced over a .014" thruway guide wire. Angiosculpt device was hand inflated with a syringe in the proximal portion of the anterior tibial (at) vessel. Angiosculpt device was hand inflated again in the mid at vessel and appeared to leak. Angiosculpt device was removed. A 3 x 40 mm coyote balloon was inflated in the at vessel. A dissection occurred in the at vessel following the introduction of the coyote balloon (not manufactured by angioscore). A 4 x 40 mm and 4 x 60 mm stents were placed in the at vessel to complete the case. Angiographic results was acceptable and no adverse patient outcome was noted.

Manufacturer narrative:
Patient information is not available. Hospital declined to provide the patient information. Hospital declined to provide the patient information. Physician used the angiosculpt device to treat the anterior tibial (at) vessel but the device appeared to leak. The pressure at which the balloon leaked was not provided, therefore, as a conservative measure it is also being reported as a device malfunction. The physician removed the angiosculpt device and replaced it with a coyote balloon to treat the at vessel. A dissection occurred in the at vessel following the introduction of the coyote balloon (not manufactured by angioscore). Angiosculpt device was returned for lab analysis. Functional examination confirmed a pinhole leak in the middle of the balloon when pressurized to 2 atm. The angiosculpt device leaked and therefore a coyote balloon was used and two stents were placed to complete the case. An MDR is being submitted because it cannot be determined with 100% certainty whether or not the angiosculpt catheter could have caused or contributed to the dissection if the device did not malfunction. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, arterial dissection is listed as a possible adverse effect of the procedure.